Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm on (B)(6) 2020 @ 0239 for 16 seconds, but the data log file didn't indicate a low flow alarm. This alarm was not indicated as the log file only went up to (B)(6) 2020. There were numerous pi events noted which can occupy a lot of available log space and shorten a data capture. Log file analysis showed a low flow alarm that lasted 16 seconds without an audible alarm on (B)(6) 2020.

Event description:
It was reported that there was a concern for a low flow alarm on (B)(6) 2020. The customer stated that the log file did not indicate a low flow alarm on this date. Upon further review, it was observed that the log file only captured events starting on or after (B)(6) 2020. For this reason, the log file would not have captured the mentioned low flow alarm on (B)(6) 2020. The low flow alarms resolved after the patient drank fluids. There were no changes to pump settings. The patient denied any symptoms prior to the low flow alarms.

Manufacturer narrative:
Section b5: correction. The customer did not report an allegation related to the controller failing to emit or display an audible or visual alarm. Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a non-audible low flow alarm. A review of the submitted log file spanned approximately 2 days ((B)(6) 2020 per time stamp). There were no atypical alarms active in the log file. A review of the submitted periodic log file spanned approximately 11 days ((B)(6) 2020 per time stamp). There were no atypical alarms active in the log file. The system controller, serial (B)(6) , was not returned for analysis under this cs number. The heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 2 days (B)(6) 2020 per time stamp). There were no atypical alarms active in the log file. A review of the submitted periodic log file spanned approximately 11 days (B)(6) 2020 per time stamp). There were no atypical alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis under this complaint. The heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.